Event description:
During robotic assisted supracervical hysterectomy hinged grasper on intuitive harmonic curved insert worked initially, then malfunctioned making grasping action impossible. Staff reports this is the second such event with this product. Product was safely removed, with no injury to patient. However, when product was being cleaned after the procedure, the grasper became completely separated from the remainder of the device. Piece is similar in shape to a ball-point pen clip and roughly one-fourth the size. In addition to intra-procedural malfunction, potential exists for retained foreign body.